Event description:
(B)(4).

Manufacturer narrative:
The device was returned to the technical services in (B)(6) and an evaluation was performed. A review of the downloaded device events log confirmed that a single occurrence of system fault 74 was triggered in the device. The system testing performed by the technical services staff could not reproduce the fault. The device was cleaned, serviced, and calibrated then returned to the customer. Resmed reference#: (B)(4).